Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device in a patient with a known anaphylactic reaction to either pebax or hydrophilic coating. The patient developed an immediate anaphylactic reaction on device insertion, with a subsequent cardiac arrest. The patient was treated in the coronary care unit overnight, and recovered fully from the incident.